Event description:
It was reported that some months post implant, the impedance and threshold measurements varied. X-ray revealed dislodgement. When a reposition attempt was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.